Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient suffered a hematoma in the abdomen, which caused ischemic intestine and necrotic organs. The patient expired on (B)(6)2018. The surgeon indicated that the relationship between the pump and the patient's death could not be denied; however, it was reported that the pump was functioning as intended. No further information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline (dl) cut approximately 2 inches from the pump housing and the distal portion was returned. Examination of the heartmate ii lvas upon disassembly of the device revealed depositions of tissue-like clotted blood throughout the pump. Although a root cause for the presence of the observed depositions could not conclusively be determined through this evaluation, the account reported that the patient expired. The observed depositions lacked laminated layering and structure and were loosely seated, suggesting that they resulted from blood remaining stagnant within the device post-explant. No adhered or developed depositions or thrombus formations were found within the returned device. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.